Event description:
The customer reported imprecise total beta human chorionic gonadotrophin (tbhcg) quality control (qc) and patient results, for multiple patients, on separate days, involving the access 2 immunoassay system. This is report one of two. A review of the customer-supplied data shows six patients with imprecise tbhcg2 results. Two of the patients had initial tbhcg2 results that would correlate to a positive test (>0.5 miu/ml). Repeat analysis of the two patients' samples recovered tbhcg2 results that would correlate to a negative test (< 0.5 miu/ml). Four additional patients obtained tbhcg2 results that were outside the precision claims (less than or equal to 10%). The customer stated the initial results were released from the laboratory. There has been no report of patient consequence or change in patient treatment associated with this event. The laboratory's biomedical engineer evaluated the instrument.

Manufacturer narrative:
The laboratory's biomedical engineer performed several troubleshooting measures in response to the imprecise total beta human chorionic gonadotrophin (tbhcg) quality control (qc) and patient results. The customer replaced the transducer, the pipettor tip, the precision pump seal and belt, all aspirate probes, and all aspirate probe tubing but did not resolve the issue. The customer contacted beckman coulter system technical support (sts) for additional suggestions. Sts recommended performing a dispense probe volume check, high sensitivity system check, and use new lots of calibrator and qc material. The customer contacted sts on (B)(4) /2012 and stated the assay was not working and did not provide any further information regarding what the issues were. A definitive cause of the event cannot be determined. This medwatch report is related to MDR 2122870-2012-01817.